Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on reagent probe b, no further leaks or instrument errors were observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The remote management system (rms) alerted beckman coulter hotline of "cc (cartridge chemistry) cuvette not dry before first reagent dispense" errors on the customer's unicel dxc 600 pro instrument. A beckman coulter customer technical specialist contacted the customer regarding the instrument error and upon troubleshooting, the customer found the fitting on reagent probe b was loose with fluid under the probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.